Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular cycle"). The patient was treated with surgery (computer assisted tele-manipulated total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia and menstruation irregular outcome was unknown. The reporter considered menometrorrhagia and menstruation irregular to be related to essure. The reporter commented: right -6, left- 1 trailing coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received : previously reported event "injury to herself" updated to "menometrorrhagia with irregular cycle". Event irregular cycle was added. Reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.